Event description:
It was reported that during device replacement, the is-1 receptacle plus was not connected to the atrial channel at the device header, it was found in the tissue of the device pocket. It was not clear when the disconnection happened. Physician also found that the ventricular pacing configuration was programmed to bipolar but an unipolar lv lead was connect to the pacemaker. The question is what was the pacing configuration and how did the pacemaker pace at this setting.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.